Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2012 (B)(6); 4194 implantable pacing lead - 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of feeling 'pressure,' or something 'pushing on it,' on the patient's heart. It was further reported that the patient was seen by the clinician, and the device was determined to be functioning normally. No reprogramming was done, and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of feeling 'pressure,' or something 'pushing on it,' on the patient's heart. Follow up is in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.